Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: proglide suture (x1) 24f steerable guide catheter, baylis medical protrack pigtail guide wire, sheaths- 8f; 16f; 20f, heparin. The additional proglide and steerable guide catheter referenced are filed in separate medwatch reports. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were placed in the right femoral vein using the pre-close technique via a 8f sheath prior to a mitraclip interventional procedure. Reportedly, when the mitraclip steerable guiding catheter (sgc) was inserted, there was resistance and it was noted upon fluoroscopic evaluation that the proglide sutures somehow became entangled on the sgc and kinked the non-abbott guide wire. The sgc and proglide sutures were removed. The guide wire was cut with wire cutters and subsequently removed. A veinogram revealed the femoral vein had a small leak (perforation) that was contained and manual pressure was applied to the site to control bleeding. The physician attributed the perforation to the kink in the guide wire. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.